Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that that the system was stuck in "system booting, please wait". The image acquisition system (ias) computer was replaced, the system was tested and it was ready for use. The imaging system then passed the system checkout and was found to be fully functional. The returned computer is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that when the system booted up, the pendant stated "system booting, please wait". The site tried rebooting the image acquisition system (ias) with the umbilical disconnected with no change. The site tried rebooting the ias and mobile view station (mvs) while the umbilical cable was disconnected with no change. The site tried rebooting the ias and mvs while the umbilical cable was disconnected and reconnected, but the issue persisted. The patient was not under anesthesia, but the surgeon chose to abort the case.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that when the system booted up, the pendant stated "system booting, please wait". The computer failed bench test; it was unable to load os and the imaging device application. The windows blue screen confirmed hardware/software failure. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that when the system booted up, the pendant stated "system booting, please wait". The site tried rebooting the image acquisition system (ias) with the umbilical disconnected with no change. The site tried rebooting the ias and mobile view station (mvs) while the umbilical cable was disconnected with no change. The site tried rebooting the ias and mvs while the umbilical cable was disconnected and reconnected, but the issue persisted. The patient was not under anesthesia, but the surgeon chose to abort the case. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that when the system booted up, the pendant stated "system booting, please wait". The site tried rebooting the image acquisition system (ias) with the umbilical disconnected with no change. The site tried rebooting the ias and mobile view station (mvs) while the umbilical cable was disconnected with no change. The site tried rebooting the ias and mvs while the umbilical cable was disconnected and reconnected, but the issue persisted. The patient was not under anesthesia, but the surgeon chose to abort the use of the navigation device. The surgery was completed. There was no reported impact on patient outcome.